Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported the product was not used on a patient. Add'l info was requested. Note: issue occurred on 17 separate cases. A separate 3500a form has been completed for the other 16 cases. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported "during incoming inspection found foreign substance in package".